Event description:
It was reported that during surgery, surgeons were unable to open the stapler clamped onto tissue. Attempts to resolve the situation included restarting the stapler, changing the shell or handle, and performing a manual emergency opening procedure, all of which were unsuccessful. Resistance was encountered during the manual opening attempt, and the stapler was ultimately forcibly removed from the patient. Additional suturing was performed at the site of removal as staple line reinforcement. The surgical time was extended by 30-35 minutes due to the device issue.

Manufacturer narrative:
D10 concomitant products: sigadaptxl, sig power sigadaptxl linear xl adapter (serial# (B)(6)) sigphandle, sig power sigphandle handle (serial# (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was fully fired. The I-beam was fully advanced and the jaws were clamped. There was damage to one of the blowout plates. There was notable bulging of the laminates at the articulation joint. It was reported that the instrument was locked on tissue. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.